Manufacturer narrative:
E1 : patient city (B)(6) patient country (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in germany it was stated that during removal, the patient's cannula or needle fractured. A 45-degree angle was also used to remove the needle. For a few days, the infusion set was inserted in the body. Also, reported that the needle was no longer inserted in the skin. No further information was available.